Manufacturer narrative:
This follow report contains requested information from FDA.

Event description:
Pt's wife applied mask for first time, noted during the first 10-15 minutes, pt was very comfortable. Pt than began having difficulty breathing, color became dark, and pt signaled "he was in distress". When mask was removed and replaced with pt's regular nasal mask, color and breathing returned to normal. Pt suffered no harm or lasting affect from the reported event.